Event description:
It was reported that during a call with a healthcare professional reviewing the patient's electrograms, technical services (ts) noticed that during an episode of anti-tachycardia pacing (atp), the atp may have slightly accelerated the patient's rhythm. The subsequent shock delivered by the device converted the patient's rhythm. The device and leads remain in service. No additional adverse patient effects were reported.